Event description:
It was reported, the groshong nxt PICC catheter (peripherally inserted central venous catheter) was used on (B)(6) 2025 for the placement of a groshong nxt PICC catheter, as the patient was in need of long term intravenous infusion therapy. During the catheterization process, the healthcare professionals selected the appropriate vein for puncture in accordance with the operating procedures. After successful catheterization, the catheter was fixed with a transparent dressing and connected to the infusion device. In the subsequent flushing process, the medical staff used a 10ml syringe to carry out pulsatile flushing, and the operation was in line with the standard procedure. During the flushing process, the medical staff found that the PICC catheter connector was loosened, resulting in partial leakage of the flushing fluid. Due to the loosening of the catheter connector, the flushing fluid did not completely enter the vessel. This situation did not cause immediate harm to the patient, but required immediate attention. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.